Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels and feeling sick. The patient's blood glucose levels reached 150 mg/dl while wearing the pod between 24 and 36 hours in the arm. It was also reported that the patient experienced a small stroke. The patient reported using u-500 in his insulin pump, which is considered an off-label use for the device. The patient was treated with insulin (type, route, and dosage not provided). The patient is still admitted in hospital at the time of the report. The pod was worn when seeking medical attention.